Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and a cartridge alarm 19. The customer's blood glucose (bg) level was 141- 560 mg/dl. The customer changed the infusion site and administered an insulin injection to address the high bg level. To address the cartridge alarm 19, the customer reloaded the same cartridge and the alarm was cleared. The bg level had lowered to 460 mg/dl.